Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analyis on (B)(4) 2017 with the following findings: a review of the pump black box data indicated evidence of partially discharged batteries being installed resulting in replace battery alarms, low battery warning and low battery alerts. Unconfirmed warnings were also observed. An unacknowledged alarm can drain the battery when it occurs. During a visual inspection of the pump, the battery compartment was observed to be cracked with evidence of moisture corrosion. A leak test revealed a battery compartment leak. A test battery cap secured properly to the pump and a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump.